Manufacturer narrative:
Additional information about the auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the insulin pump had insulin flow blocked alarms so, auto mode was not active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose. The customer blood glucose level was 480 mg/dl at the time of incident. Troubleshooting was performed. The customer's wife also mentioned that they did correction bolus every hour and it's been 6 hours already and it's going up. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.